Event description:
It was reported the device was "not functioning". The device was removed and a new device was implanted. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed a no output and no telemetry condition. Longevity testing was not performed due to insufficient data. Visual inspection showed no anomalies. The insufficient data resulted in an inconclusive analysis. (B)(4).